Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device batch qjmcqu, vcpb840 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the date of the procedure. Additional information was requested and the following was obtained: could you please confirm the number of devices that presented needle pull off during this procedure? The sales rep reported 6 devices. The following information was requested but unavailable: how was the procedure completed? Procedure name? Note: events reported via mw # 2210968-2021-01464, 2210968-2021-01465, 2210968-2021-01466, 2210968-2021-01467, 2210968-2021-01469 trade name - (B)(4). Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 472 ¿g/m.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the surgery, the needle was detached from the suture easily during interrupted suturing. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent to the FDA: 03/12/2021. Additional information was requested and following was obtained: please clarify the date of the procedure. We asked the sales rep to confirm about it. We will update the file upon getting his answer. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 03/12/2021. Corrected b5 narrative: it was reported that the patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the surgery, the needle was detached from the suture easily during interrupted suturing. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/14/2021. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 472 g/m. H3 investigation summary: the product was returned to for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one winding former with eight used needles of product code vcpb840d was received for evaluation. The product code is a single-armed multistrand count and each packet contains eight strands. The swage and attachment area was noted to be as expected, marks by the surgical instrument were noted on all needles and no suture remnant could be observed into the barrel hole. The sutures were not received for evaluation, however, due to the condition of the needles, it was determined that all were used. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.